Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. The unit was received with a cracked case at the display window, reservoir tube, reservoir tube window and battery tube threads. The unit was also received with a minor scratched liquid crystal display window and missing end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump had intermittently responsive buttons that required multiple presses to garner a response. The caller did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. The caller also observed a crack along the reservoir compartment. She did not know how the damage had occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.